Event description:
It was reported that the catheter had a malfunction at the port and urine leaked out. It was stated that a new foley catheter was inserted. Per additional information via email from ibc on 07apr2021, the port where we collect urine from came apart. So the urine leaked out. It was stated that a new foley had to be reinserted, a complete wash up was done due to urine spill and there was mild hematuria happened to the patient which was not present before.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had a malfunction at the port and urine leaked out. It was stated that a new foley catheter was inserted.